Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported by the facility's outpatient department that the codman vpv programmer revised (823192r) "did not turn off then crackled and smelt of electrical burning." It is unknown under what circumstance this event occurred; however, no injury, death or surgical delay has been reported.

Manufacturer narrative:
Updated fields: d4 (lot#), d9, g3, g6, h2, h3, h4, h6, h11. Corrected field: d4 (UDI#). The loaner/codman vpv programmer revised (823192r) was returned from the customer facility: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: internal inspection of the codman vpv programmer did not confirm the reported issue. The report of the smell of smoke was not confirmed. Unrelated to the reported complaint, the insulation of one foot was noted to be damaged due to misuse. The foot required replacement. Repair was performed with reset, safety, and functional tests. Root cause analysis: the exact root cause of the issue reported by customer could not be determined as the device worked correctly. However, a possible root cause of the defect reported by the customer could be excessive power to coils.